Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 6, 2018 that a flexiva 550 laser fiber was used in a laser stone case procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the aiming beam was undetectable and the tip of the laser fiber was noted to be missing. The tip was undetectable under xray. There were no patient complications reported as a result of this event.